Manufacturer narrative:
The device was received with operating currents within spec. The device passed self-test and unexpected restart test. The device was received with cracked end cap. The displacement test was unable to be performed due to cracked end cap. The device was received with corroded battery tube. The device was received with minor scratches on lcd window. The device was received with broken reservoir tube lip.

Event description:
It was reported that a request for return material authorization for returning of a pump was made. No further information provided.